Event description:
In 2007, a customer reported a complaint of high readings on their freestyle meter. A reading of 266 mg/dl was obtained on the customer's meter compared to a reading of 129 mg/dl obtained on the other meter. There were no valid laboratory comparison tests performed. The customer reported further info the following month. One month earlier, the customer administered insulin based on the reading of 266 mg/dl and lost consciousness. The customer's wife called the doctor. It is unk whether the customer was taken to hospital. The customer's meter and test strips have been requested for investigation.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within the range specification and no error/tdn were observed during control solution testing.